Manufacturer narrative:
(B)(4). Date sent to FDA: 04/24/2020. Corrected information: d8.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Diagnosis/indication of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Onset date of pain, overactive bladder and recurrent cystitis from initial surgery? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Surgical findings of 12/16/2019 mesh removal? What is physician¿s opinion as to the etiology of or contributing factors to all these events? Were there all symptoms (dyspareunia, overactive bladder and cystitis) resolved after mesh removal? What is the patient's current status?

Event description:
It was reported that the patient underwent an anterior repair procedure in 2008 and mesh was implanted. The patient experienced painful intercourse, overactive bladder and recurrent cystitis. Additionally, the patient experience a tender area of mesh erosion and the suburethral mesh was removed on (B)(6) 2019. Additional information has been requested.